Manufacturer narrative:
H3, h6 device evaluation: visual analysis of the returned device identified: crease flat and three openings on anterior and posterior. Leak test and microscopic analysis was performed which identified: a sharp opening on posterior and two striated openings on anterior and posterior side. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening. Two striated openings on anterior and posterior assessed as surgical damage.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "right side deflation as well as a bilateral exchange from textured to smooth due to concern with the product." Device remains implanted.